Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant mount did not disengage from the implant. Another implant was used to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a stuck mount. Functional testing was performed for the returned product and identified the mount to be stuck and can not separate. Malfunction. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent and trabecular metal implants IFU 4869 rev 9 ¿ 10/19 information identified: step 4, 5, and 6 DHR review was completed for the subject lot number (1230391). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230391) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.